Manufacturer narrative:
Insulin pump received with minor scratches on display window, broken reservoir tube lip, cracked reservoir tube window thru reservoir tube, cracked battery tube threads and scratches reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported that the insulin pump had physical damage. Customer stated that insulin pump slowly chipping off and there was a crack on the reservoir compartment. Customer's blood glucose was 61 mg/dl. Customer stated treated with food. Offered to troubleshoot. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.